Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('both cornua contain several metallic flexible coils/right fallopian tube and portion of essure coil'), device dislocation ('no essure coil is received within the right fallopian tube'), fallopian tube perforation ('essure device with perforation of the fallopian tube at the cornua with approximately 1cm of this sticking out of the fundus near the cornua.') And abdominal pain lower ('lower abdomen pain') in a 40-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included computerised tomogram head, MRI brain, epilepsy nos, hypopotassemia, transvaginal ultrasound scan, electroencephalogram, ultrasound scan, pain in joint, epilepsy nos, allergic dermatitis, generalized pruritus, gingival hypertrophy, overweight, vitamin d deficiency, urogenital infection fungal, endometriosis, vulvovaginal atrophy, polycystic ovary, gluten sensitivity, pneumonia, acute maxillary sinusitis, uti, redness of eyelid conjunctiva, sexually transmitted disease, shortness of breath and gerd. She had no history of migraines prior to undergoing the implantation of essure. Concurrent conditions included overweight, yeast infection, vaginal discharge, unspecified noninflammatory disorder of vagina, vulval lichen sclerosus et atrophicus, endometrial hyperplasia and adenoma. Concomitant products included amoxicillin, ciprofloxacin, colecalciferol (vitamin d3), estrogens conjugated (premarin), folic acid since 2004, omeprazole (medral), phenytoin sodium (dilantin) since 1982 and sulfamethoxazole;trimethoprim (bactrim ds). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced abdominal pain ("severe abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("severe migraines"), urinary tract disorder ("urinary problems or changes"), bladder disorder ("bladder problems or changes") and fatigue ("fatigue"). In 2007, the patient experienced headache ("headaches"). In (B)(6) 2007, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)") and vaginal infection ("infection (vaginal)"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced rash ("rashes or skin conditions (rashes)") and hypersensitivity ("allergic or hypersensitivity reaction (hypersensitivity reaction)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), depression ("depression") and pelvic pain ("pain"). The patient was treated with caffeine;paracetamol (excedrin), fluconazole (diflucan), ibuprofen and surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy and bilateral oophorectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device breakage, fallopian tube perforation, abdominal pain lower, genital haemorrhage, menorrhagia, dysmenorrhoea, vaginal haemorrhage, vaginal infection, back pain, headache, depression and pelvic pain outcome was unknown and the abdominal pain, rash, hypersensitivity, dyspareunia, migraine, urinary tract disorder, bladder disorder, fatigue and weight increased had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: plaintiff may have no choice but to undergo a hysterectomy to have her essure removed. Current weight: 209 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower, pelvic pain, menorrhagia. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2021: medical record received- new event fallopian tube perforation was added. Reporter information and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen pain') and genital haemorrhage ('heavy bleeding') in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". Medical conditions: she had no history of migraines prior to undergoing the implantation of essure. Concurrent conditions included overweight. Concomitant products included folic acid since 2004 and phenytoin sodium (dilantin) since 1982. In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced fatigue ("fatigue"), migraine ("severe migraines"), abdominal pain ("severe abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In 2007, the patient experienced headache ("headaches"). In (B)(6) 2007, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)") and vaginal infection ("infection (vaginal)"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction (hypersensitivity reaction)") and rash ("rashes or skin conditions (rashes)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain") and depression ("depression"). The patient was treated with caffeine;paracetamol (excedrin), ibuprofen and surgery (essure removal). At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, back pain, depression, vaginal haemorrhage, menorrhagia, vaginal infection and headache outcome was unknown and the fatigue, dyspareunia, migraine, abdominal pain, weight increased, hypersensitivity, bladder disorder, urinary tract disorder and rash had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, rash, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff may have no choice but to undergo a hysterectomy to have her essure removed. Current weight: 209 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6)2020: medical record received. Outcome for event dysmenorrhoea, fatigue, abdominal pain, hypersensitivity reaction,rash, severe migraines, bladder problems, urinary disorders changed to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen pain') and genital haemorrhage ('heavy bleeding') in a 40-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". Medical conditions: she had no history of migraines prior to undergoing the implantation of essure. Concurrent conditions included overweight. Concomitant products included folic acid since 2004 and phenytoin sodium (dilantin) since 1982. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced abdominal pain ("severe abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("severe migraines"), urinary tract disorder ("urinary problems or changes"), bladder disorder ("bladder problems or changes") and fatigue ("fatigue"). In 2007, the patient experienced headache ("headaches"). In (B)(6) 2007, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)") and vaginal infection ("infection (vaginal)"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced rash ("rashes or skin conditions (rashes)") and hypersensitivity ("allergic or hypersensitivity reaction (hypersensitivity reaction)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain") and depression ("depression"). The patient was treated with caffeine;paracetamol (excedrin), ibuprofen and surgery (essure removal). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, genital haemorrhage, menorrhagia, dysmenorrhoea, vaginal haemorrhage, vaginal infection, back pain, headache and depression outcome was unknown and the abdominal pain, rash, hypersensitivity, dyspareunia, migraine, urinary tract disorder, bladder disorder, fatigue and weight increased had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, rash, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: plaintiff may have no choice but to undergo a hysterectomy to have her essure removed. Current weight: 209 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: quality-safety evaluation of ptc, device model updated from ess305 to ess205. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen pain') and genital haemorrhage ('heavy bleeding') in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". Medical conditions: she had no history of migraines prior to undergoing the implantation of essure. Concurrent conditions included overweight. Concomitant products included folic acid since 2004 and phenytoin sodium (dilantin) since 1982. In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced fatigue ("fatigue"), migraine ("severe migraines"), abdominal pain ("severe abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In 2007, the patient experienced headache ("headaches"). In (B)(6) 2007, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)") and vaginal infection ("infection (vaginal)"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction (hypersensitivity reaction)") and rash ("rashes or skin conditions (rashes)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain") and depression ("depression"). The patient was treated with caffeine;paracetamol (excedrin), ibuprofen and surgery (essure removal). At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, back pain, depression, vaginal haemorrhage, menorrhagia, vaginal infection and headache outcome was unknown and the fatigue, dyspareunia, migraine, abdominal pain, weight increased, hypersensitivity, bladder disorder, urinary tract disorder and rash had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, rash, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff may have no choice but to undergo a hysterectomy to have her essure removed. Current weight: 209 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 24-apr-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen pain') in a 40-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". Medical conditions: she had no history of migraines prior to undergoing the implantation of essure. Concurrent conditions included overweight. Concomitant products included folic acid since 2004 and phenytoin sodium (dilantin) since 1982. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced abdominal pain ("severe abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("severe migraines"), urinary tract disorder ("urinary problems or changes"), bladder disorder ("bladder problems or changes") and fatigue ("fatigue"). In 2007, the patient experienced headache ("headaches"). In (B)(6) 2007, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)") and vaginal infection ("infection (vaginal)"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced rash ("rashes or skin conditions (rashes)") and hypersensitivity ("allergic or hypersensitivity reaction (hypersensitivity reaction)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), depression ("depression") and pelvic pain ("pain"). The patient was treated with caffeine;paracetamol (excedrin), ibuprofen and surgery (essure removal). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, genital haemorrhage, menorrhagia, dysmenorrhoea, vaginal haemorrhage, vaginal infection, back pain, headache, depression and pelvic pain outcome was unknown and the abdominal pain, rash, hypersensitivity, dyspareunia, migraine, urinary tract disorder, bladder disorder, fatigue and weight increased had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: plaintiff may have no choice but to undergo a hysterectomy to have her essure removed. Current weight: 209 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2020: pfs received. Reporter information added. Date of insertion updated. Event: pelvic pain added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('both cornua contain several metallic flexible coils/right fallopian tube and portion of essure coil'), device dislocation ('no essure coil is received within the right fallopian tube') and abdominal pain lower ('lower abdomen pain') in a 40-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included computerised tomogram head, MRI brain, epilepsy nos, hypopotassemia, transvaginal ultrasound scan, electroencephalogram, ultrasound scan, pain in joint, epilepsy nos, allergic dermatitis, generalized pruritus, gingival hypertrophy, overweight, vitamin d deficiency, urogenital infection fungal, endometriosis, vulvovaginal atrophy, polycystic ovary, gluten sensitivity, pneumonia, acute maxillary sinusitis, uti and redness of eyelid conjunctiva. She had no history of migraines prior to undergoing the implantation of essure. Concurrent conditions included overweight, yeast infection, vaginal discharge, unspecified noninflammatory disorder of vagina, vulval lichen sclerosus et atrophicus, endometrial hyperplasia and adenoma. Concomitant products included amoxicillin, ciprofloxacin, cholecalciferol (vitamin d3), estrogens conjugated (premarin), folic acid since 2004, omeprazole (medral), phenytoin sodium (dilantin) since 1982 and sulfamethoxazole;trimethoprim (bactrim ds). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced abdominal pain ("severe abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("severe migraines"), urinary tract disorder ("urinary problems or changes"), bladder disorder ("bladder problems or changes") and fatigue ("fatigue"). In 2007, the patient experienced headache ("headaches"). In (B)(6) 2007, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)") and vaginal infection ("infection (vaginal)"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced rash ("rashes or skin conditions (rashes)") and hypersensitivity ("allergic or hypersensitivity reaction (hypersensitivity reaction)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), depression ("depression") and pelvic pain ("pain"). The patient was treated with caffeine;paracetamol (excedrin), fluconazole (diflucan), ibuprofen and surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy and bilateral oophorectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device breakage, abdominal pain lower, genital haemorrhage, menorrhagia, dysmenorrhoea, vaginal haemorrhage, vaginal infection, back pain, headache, depression and pelvic pain outcome was unknown and the abdominal pain, rash, hypersensitivity, dyspareunia, migraine, urinary tract disorder, bladder disorder, fatigue and weight increased had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: plaintiff may have no choice but to undergo a hysterectomy to have her essure removed. Current weight: 209 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower, pelvic pain, menorrhagia. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jan-2021: medical record received. Reporters information and medical history were added. New event added: device dislocation and both cornua contain several metallic flexible coils. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('both cornua contain several metallic flexible coils/right fallopian tube and portion of essure coil'), device dislocation ('no essure coil is received within the right fallopian tube') and abdominal pain lower ('lower abdomen pain') in a 40-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included computerised tomogram head, MRI brain, epilepsy nos, hypopotassemia, transvaginal ultrasound scan, electroencephalogram, ultrasound scan, pain in joint, epilepsy nos, allergic dermatitis, generalized pruritus, gingival hypertrophy, overweight, vitamin d deficiency, urogenital infection fungal, endometriosis, vulvovaginal atrophy, polycystic ovary, gluten sensitivity, pneumonia, acute maxillary sinusitis, uti and redness of eyelid conjunctiva. She had no history of migraines prior to undergoing the implantation of essure. Concurrent conditions included overweight, yeast infection, vaginal discharge, unspecified noninflammatory disorder of vagina, vulval lichen sclerosus et atrophicus, endometrial hyperplasia and adenoma. Concomitant products included amoxicillin, ciprofloxacin, colecalciferol (vitamin d3), estrogens conjugated (premarin), folic acid since 2004, omeprazole (medral), phenytoin sodium (dilantin) since 1982 and sulfamethoxazole;trimethoprim (bactrim ds). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced abdominal pain ("severe abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("severe migraines"), urinary tract disorder ("urinary problems or changes"), bladder disorder ("bladder problems or changes") and fatigue ("fatigue"). In 2007, the patient experienced headache ("headaches"). In (B)(6) 2007, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)") and vaginal infection ("infection (vaginal)"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced rash ("rashes or skin conditions (rashes)") and hypersensitivity ("allergic or hypersensitivity reaction (hypersensitivity reaction)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), depression ("depression") and pelvic pain ("pain"). The patient was treated with caffeine;paracetamol (excedrin), fluconazole (diflucan), ibuprofen and surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy and bilateral oophorectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device breakage, abdominal pain lower, genital haemorrhage, menorrhagia, dysmenorrhoea, vaginal haemorrhage, vaginal infection, back pain, headache, depression and pelvic pain outcome was unknown and the abdominal pain, rash, hypersensitivity, dyspareunia, migraine, urinary tract disorder, bladder disorder, fatigue and weight increased had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: plaintiff may have no choice but to undergo a hysterectomy to have her essure removed. Current weight: 209 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower, pelvic pain, menorrhagia. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen pain') and genital haemorrhage ('heavy bleeding') in a (B)(6)-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". Medical conditions: she had no history of migraines prior to undergoing the implantation of essure. Concurrent conditions included overweight. Concomitant products included folic acid since 2004 and phenytoin sodium (dilantin) since 1982. In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced fatigue ("fatigue"), migraine ("severe migraines"), abdominal pain ("severe abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In 2007, the patient experienced headache ("headaches"). In (B)(6) 2007, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)") and vaginal infection ("infection (vaginal)"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In 2012, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction (hypersensitivity reaction)") and rash ("rashes or skin conditions (rashes)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain") and depression ("depression"). The patient was treated with ibuprofen, para-seltzer (excedrin) and surgery (essure removal). At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, back pain, depression, fatigue, dyspareunia, migraine, abdominal pain, weight increased, vaginal haemorrhage, menorrhagia, hypersensitivity, bladder disorder, urinary tract disorder, vaginal infection, headache and rash outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, rash, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff may have no choice but to undergo a hysterectomy to have her essure removed. Current weight: (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Quality-safety evaluation of ptc: ptc global number:(B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 18-dec-2019: pfs received: case become incident. Device removal date added. Event onset date, concomitant drugs were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.